Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log and the lcd screen was not viewable. The device's internal battery and lcd screen were replaced to address the issues.